Event description:
It was reported that auto mode switch episodes due to competitive atrial pacing was observed on the lv lead. Patient was asymptomatic. Lv lead was not functioning and therefore the device is on a ddd programming mode. No programming changes were made and it was discussed to replace the lv lead. No further information available.